Event description:
It was reported that during a lap colon resection, the device was clamped on tissue and would not release. The device was released manually. There was no damage to the tissue. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/17/2007. Eval summary: the analysis results showed that one device was received with the handles open and with no cartridge present. No functional test could be performed due to the condition of the device. The device disassembled to verify the condition of the internal components and release button was noted to be damaged. While no conclusion could be reached as to how the handle became open, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.